Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
This does not appear to be an bd/embecta product. I will be reaching out to the consumer to confirm. (B)(6). From: (B)(6). Sent: (B)(6) 2024 4:55 am. To: (B)(6). Subject: fw: clogged needles. Code barres (B)(4) code acl 2110431 / (B)(4)2 (0.32 mm (32g) x 4mm). Since using this box (I am at 3/4 of needles already used), I have encountered several times (at least 10 times) injection problems due to clogged needles? (Pen blocked despite strong pressure). This requires a change of needle and a new injection. Currently I am testing the passage of the product before injection to avoid transplanting myself.